Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The last successful charge session was 2 weeks ago and stimulation was last felt 1 week ago. It was confirmed that these issues started about a week ago. The reason for not charging was not made available. There were no additional patient symptoms reported. The patient did not intend to contact a health care professional (hcp) but stated that they were contacting a manufacturer representative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had met with a manufacturer representative (rep) who had performed troubleshooting, which got the device working again. The patient's weight was noted to be (B)(6) pounds at the time of the event. No further complications were reported.